Event description:
It was reported that the display on the insulin pump was blank when she woke up and her blood glucose had gone high; value is unknown. It was stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer inserted a new battery and received a failed battery test. Customer was unable to further troubleshoot as she did not have another battery to test. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.